Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 11-jul-2024 and forwarded to millyard advanced medical products, llc on 12-jul-2024. The patient reported receiving an alarm to change the cassette after already changing her cassette two times. Troubleshooting was unsuccessful. She was unable to find her backup remote and was unable to pair her primary remote with her backup pump. The patient was advised to go to the ER but refused. Replacement pumps were expedited for delivery by courier. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.